Manufacturer narrative:
The device serial or lot number is unknown. The serial/lot number is not available therefore, UDI: (B)(4).

Event description:
It was reported by the affiliate in (B)(4) that during an incision reduction and internal fixation of a left ankle fracture procedure, when removing the shaft, the 4.5 healix advance br w/ocord device was broken. It was reported that the broken part was removed but the anchor could not be removed and the suture was worn. It was reported that a re-implant with a new anchor was re-implanted close to the broken one. It was reported that there was a 40 minute delay in the procedure and another like device was available for use. It was reported that the patient was in the hospital and stable. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the lot number, expiration date and device manufacture date were all reported as unknown on the initial report. All fields have been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the surgery of incision reduction and internal fixation of left ankle fracture, when removed the shaft, noted the shaft was broken into two pieces, removed the broken part, but the anchor could not be removed, the suture was worn, re-implant a new anchor close to this broken one. Only the handle, shaft and sutures were received and evaluated. Visual observations confirm that the healix advance driver hex tip was broken and separated from the healix advance driver tubing. When observed the shaft under magnification, no structural anomalies could be noted. In addition, the sutures were frayed and presented biological residues. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to excessive force applied on the device or levering during the procedure. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:6l75984, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.